Event description:
It was reported that the procedure was cancelled. An ilab cart and opticross peripheral imaging catheter were selected for ultrasound examination of the target lesion. During setup, the ilab cart would not recognize the opticross catheter. Because of this, the procedure was cancelled after the patient had already been sedated. There were no patient complications. Based on further review, this complaint has been re-assessed as not reportable. Per the event description, the malfunction was due to a software issue with the ce ilab system. There is no allegation of a malfunction against the peripheral ivus catheter.

Manufacturer narrative:
Correction: imdrf code updated to f1001: absence of treatment. Additional information: based on further review, this complaint has been re-assessed as not reportable. Per the event description, the malfunction was due to a software issue with the ce ilab system. There is no allegation of a malfunction against the peripheral ivus catheter.

Event description:
It was reported that the procedure was cancelled. An ilab cart and opticross peripheral imaging catheter were selected for ultrasound examination of the target lesion. During setup, the ilab cart would not recognize the opticross catheter. Because of this, the procedure was cancelled after the patient had already been sedated. There were no patient complications.